Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the cysto-nephro videoscope's instrument channel port came off the control body. There were no reports of patient involvement.